Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. They had cleared the alarm. The customer also reported that they had a prime and rewind anomaly. Insulin squirted out during the manual prime process. Troubleshooting was performed. It was found that the drive support cap was sticking out. Additionally, the customer reported that there was a crack between the b and escape buttons. The battery compartment was also chipped. The customer¿s blood glucose level was 141 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, cracked display window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked reservoir tube, cracked reservoir tube window and missing end cap sticker. Compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. The insulin pump passed idle current test, run current test, displacement test and rewind. Unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm.